Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed flow rate low' which was duplicated during evaluation by troubleshooting the device. The cause was determined to be an out of specification pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate test low. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.